Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (425 mg/dl). The customer connected to a back up pump and took a correction bolus. It was indicated that the customer would use backup pump as alternate insulin therapy.